Manufacturer narrative:
Device was not returned for evaluation. The complaint details provided do not indicate whether the event is related to the device, the surgical technique, surgeon experience and/or patient anatomy. No further information was obtained from the user.

Event description:
Dr. (B)(6) corrected a failed sacrocolpopexy originally done by a different surgeon with vertessa lite. He stated that in his conversation with the patient, that the failure occured about one week post-op. Per dr. (B)(6), product was tensioned too tight.